Event description:
The following information was received via a voluntary 3500 a form: the pt had a heart catherization in the circumflex lesion with a drug eluting stent. However, the stent did not cross during this procedure. It was noticed that the stent was not on the balloon upon withdrawal. They searched for the stent in the pt, on the floor, on the sterile field and in the guide but were not able to find it. No other information was provided and additional info has not been forthcoming despite multiple investigational attempts.

Manufacturer narrative:
Any additional information will be submitted within 30 days of receipt.